Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the report of the no power issue was verified during evaluation. A thermal event occurred on a capacitor (burnt) of the main board. The main board was replaced to remedy the issue. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.